Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the bed would self-run up after it is lowered. The bed was located at the account. There was no patient/user injury reported. (B)(4).